Event description:
(B)(4). Back pain. Bloating. Pain in tubes pain with sex. After sex. Right leg pain. Anxiety. Depression. Periods are not right. Or don't have it all. Stabbing sharp pains in uterus.